Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following verbatim (B)(6) 2024 during infusion, started leaking from the hole on the back of the filter.

Manufacturer narrative:
It was reported by customer the product started leaking from the hole on the back of the filter. One sample of mz9270 was submitted for quality evaluation. Visual examination of the infusion set was conducted and no damages or abnormalities. The extension set was then tested for leaks by priming the set with a solution of glycerin and water and conducting a simulated infusion through the extension set at a rate of 1 ml/hr. Bubbles were immediately indicated coming from the filter vent. The customer complaint of leakage was confirmed. The investigation was forwarded to the supplier for further evaluation. Due to the details of the failure not being specific, the supplier could not determine the root cause to be a manufacturing issue or a user issue. The root cause for the failure could not be determined. A device history record review for model mz9270 lot number unknown was performed. The search showed that a total of (B)(4) units in 1 lot number was built on12mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # mz9270 batch # unknown. It was reported by customer that (B)(6) 2024 during infusion, started leaking from the hole on the back of the filter. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(6) 2024 during infusion, started leaking from the hole on the back of the filter. Product number - mz9270.